Event description:
It was reported that the 2.4mm pin (ar-1250l) in the disposable kit broke during an anterior cruciate ligament (acl) repair. The piece was not retrieved from the pt. The customer reported no further consequences as a result of this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device has been received and an evaluation is in progress. A follow up report will be submitted upon completion of the investigation.